Manufacturer narrative:
One i3 unit model # cm1100 with main unit serial # (B)(6) and one i3 accessories set were returned. External and internal visual inspections of unit revealed frayed/exposed wiring of cable, right ang ext, 2.5id/5.5od 16awg. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. Complaint of ¿exposed/ frayed wires¿ confirmed. Root cause determined to be defective cable.

Event description:
The care facility nurse for the patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.